Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600 synchron chemistry analyzer generated waste exit sump not draining error messages and fluid was leaking onto the floor. No injury or operator exposure was reported in connection with this event.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting (ts). The cts had the customer tighten all the hydro canisters and check for loose connections, but this did not resolve the issue. The cts had the customer remove the waste canister and inspect the canister o-ring. The customer stated that the o-ring appeared to be stretched and distorted. The cts had the customer reposition the o-ring and replaced the waste canister and this resolved the issue. Service was not dispatched for this event.